Event description:
The device was sent for service or repair, and during the pre-assessment the technician found that the flex was defective and the motor was vibrating vigorously. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were damaged due to normal wear. Additionally, the functional testing revealed that the flex was defective and the motor vibrates strongly. Device was inspected, and repaired by replacing a few components.